Event description:
During preparation for use for a cardiopulmonary bypass procedure, the pump system switched to backup battery power while still connected to the ac source. An alternate device was employed. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.